Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) .

Event description:
The customer reported via phone call that she received a no delivery alarm, she changed the reservoir and the insulin pump rewound but the piston did not move back forward. Customer also reported that chips of the plastic came off the reservoir and battery compartments. Customer stated that numbers appear on screen but insulin would not come out. Customer stated that the insulin pump became damaged a couple of years back and the motor stopped moving 24 to 36 hours prior to calling. Customer had high blood glucose over 600 mg/dl and treated with manual injection. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to the motor error alarm. The pump was received with normal operating currents. The pump was received with a broken reservoir tube lip, a cracked reservoir tube window, broken battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window and a missing end cap sticker.